Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as representative reported that low impedance was uncovered during implant of the battery after stage one test. Technical services stated that the impedance was caused by a short in the lead. The lead was left in and they programmed the battery to use the non-effected electrodes.

Manufacturer narrative:
Information references the main component of the system.

Event description:
A manufacturing representative reported impedance was taken on a patient that was implanted on the day of the report and they were all okay except 1,3 <(><<)>50. Troubleshooting was done and the impedance remained low. It was reviewed with the rep that it could be due to damaged wires, programming options were reviewed, and that low impedance can drain the battery prematurely. The rep reviewed that the 1, 3 combination was desirable, but they would attempt to program around it. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.